Event description:
It was reported that during preparation for and left atrial appendage closure laac procedure, a versacross connect (230p rf wire, d1) was selected for use. Upon preparation it was noted that the tip of the versacross dilator appeared to be damaged. It was noticed after preparation of the dilator loaded into the sheath. No wire was loaded into the dilator up until this point. No damage to the packaging or product itself. This device was not used during the procedure. A new device was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.